Event description:
The caller alleged discrepant results when repeated the test in two different inratio meters. 2008 5: 4.2, 1.1, 0.9.

Manufacturer narrative:
Discrepant results (accuracy) comparison inratio meter with another inratio meter. The results are as follows: 5, 4.2, 2.2, 0.9, average: 2.8, stdev: 2.11, %cv 75.20. As per internal procedure, if the %cv is greater than 20%, the criterion is not met. Product will be investigated.